Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. The customer observed a "scan again in 10 minutes" message for more than two hours and a "replace sensor" message upon scanning. As a result, customer was unable to obtain glucose readings and experienced unspecified symptoms of hyperglycemia. The customer had contact with a healthcare professional and was treated with IV insulin. There was no report of death or permanent injury associated with this event.